Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing had disconnected from the drip chamber. Further visual inspection revealed that the tubing had been underinserted into the chamber. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the drip chamber of a solution administration set. This occurred during priming. There was no patient involvement. No additional information is available.